Manufacturer narrative:
(B)(4).

Event description:
It was reported that low sensing, high capture threshold and high, out of range, pacing lead impedance was noted. The lead was explanted and replaced. No adverse consequences for the patient were reported.